Event description:
Information was received from the patient receiving intrathecal medication via an implantable pump for spinal pain indications. The patient reported that when they open up the myptm they were seeing a message that it needed to be restart due to an error and then they pressed ok - patient tried connecting again and getting not found communicator and tried it one more time but they were stuck at 90%. The patient mentioned that this happens all the time whenever they were trying to connect. Agent reviewed data and assisted in deleting the data. The patient was able to get connected without any further issue. Agent advised to contact us back if they need further assistance.

Manufacturer narrative:
Continuation of d10: product ID a820. Serial# unknown: product type software product ID hh9020tdd. Serial# (B)(6): section d information references the main component of the system. Other relevant device(s) are: product ID: a820, serial/lot #: unknown: medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.